Event description:
It was reported that the insulin pump alarmed motor error during a bolus. The caller did not know the blood glucose reading. The caller also reported 2 other error alarms which had been triggered as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit passed the basic occlusion test, displacement test and error alarm tests. No motor error alarms were noted; however, the device would not prime during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. No other unexpected alarms were noted. The insulin pump was received with minor scratches on the liquid crystal display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.